Manufacturer narrative:
Submit date: 8/21/2017.

Event description:
The customer reported that there was an issue with the enteral feeding pump. The customer states that the unit failed a motor speed test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for an unspecified issue. The unit was triaged and the reported issue could not be confirmed at this time, as the device was in good operating conditions when received at the service center. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.